Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. No results were reported for the subject meter or the meter to which it was compared. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.